Event description:
Dr. Reported that all the implant sites are displaced by 811. Guide looked ok. Dr. Tested it on the stone model & everything was perfect. Fit was perfect in the mouth of the patient. Guide used as received. He noticed something was amiss once he drilled an implant through the mandibular nerve of the patient & it was too late. Description of surgery: placement of 4 implants for total denture-immediate loading. Positioning of the guide, local anesthesia (mepivacaine w/adrenalin 1:200.000), drill & positioning of anchor pins, implant direct drill sequence up to the one to the last drill through the guide, removal of the guide, last drill free-handed for 1-2 mm depth where specified in the case scheme, and implant placement.

Manufacturer narrative:
The trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model w/inserts gauge pins are then seated in the inserts to help visualize the trajectory of the guide, the assembly from step 1 is scanned and overlaid onto the treatment plan, gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex. In addition, provided video footage of the surgery was reviewed.